Manufacturer narrative:
The reported events were dislodgement, helix mechanism issue, and a stylet insertion issue. The reported events of helix mechanism issue and stylet insertion issue were confirmed. As received, a complete lead was returned for analysis. Visual and x-ray examination of the lead found the inner coil was over torqued at the connector pin region, helix extended and covered with blood / tissue, and blood on the inner coil. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured within specification. A stylet insertion test could not be performed due to the damage found at the connector region. Electrical testing did not find any indication of conductor fractures but did find an internal shorts consistent with procedural damage. The cause of the reported events of helix mechanism issue and stylet insertion issue was isolated to the helix being clogged with blood and inner coil over torqued at the connector pin region.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead to be implanted exhibited dislodgment multiple times, failure to advance the stylet; placed in lead with a strong resistance inside of the lead body , and failure to extend helix. Physician believes the dislodgement was related to patient anatomy. The right atrial lead was not implanted. No patient consequences.